Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was overheating and making a loud unusual noise. The device was disassembled and it was observed that the drive shaft was broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force being used during use, which is user error, misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was very loud and overheating. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.